Manufacturer narrative:
The event of patient complained on pain at implant was not confirmed. The device was returned for analysis. Electrical, mechanical, and longevity analysis was normal with no anomalies found.

Event description:
Related manufacturer reference number: 2017865-2021-32800; 2017865-2021-32799. It was reported the patient presented in clinic with pain at their pacemaker system implant site. The pacemaker and atrial lead were explanted, and the right ventricular lead was capped (B)(6) 2021 in the same procedure without issue. The patient was stable throughout.